Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the there was difficulty removing the delivery wire through the vessel. They were unable to remove the delivery wire at all. It is unknown if additional intervention was required. The stent did remain patent without damage. The reason for having to reposition the stent was due to the original position was not satisfied. The microcatheter used was a prowler select plus (product/lot unknown). There were no procedural delays due to the event. Complaint conclusion: as reported by the field, during a stent assist coil embolization, an unspecified microcatheter (mc) was placed in apex of the basilar artery, during the process of retracting the microcatheter to release an enterprise2 4mmx23mm intracranial stent (encr402312, 7044264). The physician wanted to withdraw the stent to reposition and tried to retract the stent before recapturing limit point. But the stent was impeded in the microcatheter and could not be retracted. The physician retracted the stent and microcatheter, then switched a new stent to complete the surgery. There was no patient injury report. The treatment was basilar artery stenosis. Additional information received indicated that the there was difficulty removing the delivery wire through the vessel. They were unable to remove the the delivery wire at all. It is unknown if additional intervention was required. The stent did remain patent without damage. The reason for having to reposition the stent was due to the original position was not satisfied. The microcatheter used was a prowler select plus (product/lot unknown). There were no procedural delays due to the event. The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Withdrawal difficulty-through microcatheter with loss of cerebral target is a known potential issues associated with the use of the device. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00006.

Event description:
As reported by the field, during a stent assist coil embolization, an unspecified microcatheter (mc) was placed in apex of the basilar artery, during the process of retracting the microcatheter to release an enterprise2 4mmx23mm intracranial stent (encr402312, 7044264). The physician wanted to withdraw the stent to reposition and tried to retract the stent before recapturing limit point. But the stent was impeded in the microcatheter and could not be retracted. The physician retracted the stent and microcatheter, then switched a new stent to complete the surgery. There was no patient injury report. The treatment was basilar artery stenosis.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.